Manufacturer narrative:
The stent remains implanted in the patient. As the event was occurred approximately 6 months after the stent was implanted, and there was no reported device malfunction, the device was not requested for return. A review of the lot history record (lhr) indicated that there were no non-conformances observed for this lot and the lot conforms to its predetermined specifications and requirements. A risk assessment review indicates that myocardial infarction is captured as a foreseeable event. A review of cobra pzf instructions for use (IFU) was conducted. Myocardial infarction is listed in the IFU as a known potential adverse event. The investigation is not yet complete. A follow-up report will be submitted with relevant additional information.

Event description:
An (B)(6) male with medical history of coronary artery disease with history of percutaneous coronary intervention (pci) on (B)(6) 2011, diabetes mellitus type 2, hyperlipidemia, and hypertension. The patient presented with stable angina. Coronary angiography showed multi vessel coronary artery disease. The patient was enrolled in (B)(6) trial on (B)(6) 2018. Pci with cobra pzf¿ stent (3x18 mm) to mid left anterior descending artery (lad), timi flow 3 noted without procedure complication. The patient started on aspirin on (B)(6) 2018 and was on plavix from (B)(6) 2017 to (B)(6) 2018 and warfarin. The patient was hospitalized on (B)(6) 2018 for recurrent stable angina symptoms treated by re-pci to mid lad target lesion. The patient had chest pain after pci on (B)(6) 2018. Also, on (B)(6) 2018, the patient had an increase in troponin I cardiac enzyme and was diagnosed with a myocardial infarction (mi) peri-procedural. The investigator indicated the recurrent angina was related to the device and not related to the index procedure. The increase of troponin and mi was reportedly related to the index procedure and not to the device. No further information was provided.